Event description:
Caller states that the pt tested 4.9 inr and 4.6 inr on the device and 3.0 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.